Event description:
It was reported that a malfunction occurred on the pump, specifically displaying a malf 6 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and contact support if issues reappeared, which the customer acknowledged and understood.